Event description:
Complaint received reporting component breakage and leakage issues with use of 12595-01 neutron connectors. The initial info received reports on (B)(6)"...nurse was drawing blood on pt's PICC line noted that there was air drawing into the cap. Assessed the cap closely and noticed that the tip of neutron cap was broken off...replaced with new cap and notified IV team of broken neutron cap... Another one ((B)(6) 2014) where blood got in between the outside clear and inside blue piece..." The devices were removed and replaced with no further issues encountered. There were no pt. Injuries and or adverse outcomes.

Manufacturer narrative:
Device return: two used 12595-01 neutron connector(s) was returned. Visual inspections and analysis recorded one of the neutrons components (body/luer) were broken/damaged and on the second returned neutron residual blood was seen within the internal components. Engineering analysis: sample #1: the 12595-01 neutron connector has a portion of the female luer broken. The silicone seal was both cored on the top surface as well as having a portion of the top surface cut away or removed. There was stress crazing and cracking in and around the top surface of the female luer. Based on the component damages no additional testing could be performed. Sample #2: the 12595-01 neutron connector had residual blood between the clear cap/housing and the silicone seal. This sample was pressure leak tested per the applicable product specifications. The neutron connector passed pressure leak testing without internal or external leakage. Findings: visual analysis of the as-received neutron connectors identified multiple component damages. The root cause(s) are attributable to usage conditions where use of incompatible and or damaged mating devices occurred. The findings/root causes specific to the reported internal leakage condition was not replicated. The neutron connector met performance expectations. Previous investigations and analysis have shown conditions where male luer mating devices that are damaged, cracked, or have flash at the tip of the male luer can potentially compromise the dynamic seal between the male luer and the top surface of the silicone seal of the neutron connector. Although not always repeatable this can result in seepage or residual leakage into the space between the seal and the clear housing.